Manufacturer narrative:
As reported, when the 6f-7f mynx control vascular closure device (vcd) was being inserted, the covering over the plug ripped. It was also mentioned that the balloon was not fully deflated under vacuum. There were visible kinks after removal of the device. Another mynx control was used to successfully complete hemostasis. The patient had recovered. There was no reported patient injury. The deployer was trained mynx user. The device was used in conjunction with 6f cordis brite tip sheath. The vessel type was femoral arterial with a 6mm vessel size. The stick location was medium. The type of procedure was interventional peripheral procedure. The patient was not hospitalized, nor his/her hospitalization was extended. The product was not returned for analysis. A product history record (phr) review of lot f2006601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported "balloon deflation difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Handling factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
When the 6f-7f mynx control vascular closure device (vcd) was being inserted, the covering over the plug ripped. It was also mentioned that the balloon was not fully deflated under vacuum. There were visible kinks after removal of the device. Another mynx control was used to successfully complete hemostasis. The patient had recovered. There was no reported patient injury. The deployer was trained mynx user. The device was used in conjunction with 6f cordis brite tip sheath. The vessel type was femoral arterial with a 6mm vessel size. The stick location was medium. The type of procedure was interventional peripheral. The patient was not hospitalized, nor his/her hospitalization was extended. The device will be returned for analysis.